Event description:
It was reported that the patient attended a pre-op appointment due to having an inflatable penile prosthesis (ipp) reservoir migration. The pump was not working due to the migration. No surgical procedure has been performed therefore both components remain implanted. No future revision has been scheduled. No information was provided about the patient's outcome. Additional information was received in which it was clarified that the reservoir was removed on a previous procedure. On the first post-op appointment the pump was not operating correctly. No further revision was planned as during a posterior appointment the physician got the ipp to work.